Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that since they received the implantable pulse generator (ipg) implant they have not been feeling better and that they have been feeling worse. The patient experiences "severe fatigue." They also noted that they have a low heart rate of 50 beats per minute with the exception of when they had a heart rate of 90 or 95 beats per minute during an MRI. The ipg remains in use. No further patient complications have been reported as a result of this event. It was further reported that the patient's symptoms were not related to the ipg. It was further reported by the patient that their resting heart rate is low and they set it to 50 beats per minute. In the middle of the night, they have heart racing and their heart rate is 104 beats per minute. They haven't been able to get back to my physical activities after the pacemaker like running, biking and hiking. It took months of reprogramming and even a hospitalization where they had episodes. The rate response was on and it shouldn't have been on. It took many months because the patient would almost pass out.